Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, damage to the active exhalation control module was observed. The device was scrapped per the customer request. The device had evidence of physical damage.